Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported a failed battery test and off no power alarm from the insulin pump. The customer's blood glucose level was unknown. The customer was advised to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to insert new aaa alkaline batteries. The customer stated that she does not have another battery to test with the pump. The customer was advised to call back to troubleshoot.